Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's ipg became inoperable following an unrelated procedure wherein the ipg was not put into surgery mode. The leads were also cut during this procedure and left implanted in the patient since. To address the issues, patient underwent surgical intervention wherein the ipg and one lead were explanted while one lead remained implanted.

Event description:
It was reported patient underwent additional surgery on (B)(6) 2026, wherein attempt was made to remove the remaining lead but was unsuccessful. Partial lead was left implanted.